Event description:
It was reported that following a percutaneous transluminal coronary angioplasty, the patient expired. Patient presented in critical condition with an acute myocardial infarction. A 3.0x16mm omega stent was advanced however was unable to cross the lesion. Another 3.0x16mm omega stent was used and implanted without complication. The patient expired hours later. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).